Manufacturer narrative:
IFU was reviewed and it includes shallow chamber as a known complication and adverse reaction. Pod1 has pressures above the intended functioning of the valve. Although complications occurred, the valve was able to maintain pressure of its intended functioning during pow1 and pom1. The device history was reviewed and product was manufactured, tested, and released in compliance with our procedures.

Event description:
Pod1 iop 24 (tonopen, limited cooperation) and ac grade 2 flat, tube buried in iris, ik touch 360. Pow1 iop ~15 (tactile) and ac grade 1 flat. Pom1 iop 10, ac deep. Limited exam due to history of postnatal encephalitis.